Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition and all keypads and labels intact. During testing, analysts were able to duplicate the failed accuracy issue. Test results were -5.48%, -5.58%, and -3.61%, all within the published customer spec of +/- 6.0%, but outside the internal spec of +/-3.0%. The expulsor was found to be out of tolerance. The expulsor will be replaced.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by -11.02% . There was no patient involved.